Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple minimum fill notifications after filling the first cartridge with 300 units of insulin and the second with 280 units. The customer's blood glucose level was 218 mg/dl. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.